Manufacturer narrative:
Correction: b2, b5, d6b, additional codes added to annex e and annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital with an infected cardiac resynchronization therapy defibrillator (crt-d) system pocket, pocket drainage and exposed leads. Additionally patient symptoms of fever, pain, redness and swelling were noted. The crt-d system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 00sfc230 heart band, implanted: (B)(6) 2021; 638bl30 heart band, implanted: (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital with an infected cardiac resynchronization therapy defibrillator (crt-d) system pocket, pocket drainage and exposed leads. The crt-d system remains in use. No further patient complications have been reported as a result of this event.